Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked from the valve when forcep was taken out from the device. The abdominal air pressure was 8l/min. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a cholecystectomy procedure, the clips were malformed, scissored. Upon the first use the clip didn't close properly scissored clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.